Event description:
Following insertion of leinbach or fred thompson endoprosthesis with bone cement, a sudden drop in blood pressure resulted followed by bradycardia progressing to asystole. CPR was begun and drug administration instituted to support blood pressure and cardiac activity without result. Three pts expired. Pt's ages range between 81-97. All were females. Event date: 2/13, 2/16, and 2/20/94.